Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) was noted to have erosion. Further investigation determined that the patient had a previous abdominal implant where the leads had been tunneled up near the site of the s-ICD pocket. At the time of the s-ICD implant the other manufacturer's leads were cut and left inside of the pocket. One of the lead ends was not smooth and had been sewn in angle directing the tip towards the skin. Over the past few years that cut lead tip slowly wore away at the patient's body and exposed the s-ICD. A system revision due to infection and erosion occurred where the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous system. There were no additional adverse effects reported.